Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for evaluation following a reported power spike. The device was not in pt use.